Event description:
Healthcare professional reported right side "ruptured". The device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3: partial date of 2020 provided. Continued e1: alternate phone number: ((B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "ruptured".